Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was stuck in the tissue of the patient and was needed to be cauterized around the incision to take the device out. There was no patient injury.